Event description:
While using the saw during bone prep, the bottom screw holding the handle onto the gun fell out, causing the handle to slip off. Tka procedure.

Manufacturer narrative:
Reported event: it was reported that while using the saw during bone prep, the bottom screw holding the handle onto the gun fell out, causing the handle to slip off. Tka procedure. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k09cy and (B)(4) including s/n (B)(4) accepted into final stock on 04/17/2017. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k09cy shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using the saw during bone prep, the bottom screw holding the handle onto the gun fell out, causing the handle to slip off. Tka procedure.